Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. The patient was treated with unspecified medication for the events. Pd therapy was continued during the treatment; however, the pd therapy was currently discontinued. The cause of the events, hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the events occurred on an unreported dates in 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.